Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had channel error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint that the last several pca med administration patients, the clinician indicated it seemed like the pumps will work several hours before errors occur (4-6 hours). Last week, the customer had a report that the error occurred with a unit that had just been initiated. After taking that unit out of service and attempting to start with another unit, the etco2 channel displayed "channel error" a few moments after powering on. The clinician indicated multiple errors with pca medication patients. The cannulas used with the alaris pumps are medtronic advance adult nasal co2 filter line with o2 tubing 6.5ft. Ref#mvano (for short term use) in addition to some smart capnoline h plus o2 oral/nasal sampling sets for occasional use. Ref# 010433". There was patient involvement, but no harm reported.